Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer with troubleshooting over the telephone and identified the source of the leak as worn I-beam tubing through pinch valve pv43. The customer replaced the worn normally closed (n/c) tubing at pinch valve pv43 to resolve the leak. An fse was not dispatched to the customer's site for this event. (B)(4).

Event description:
The customer reported that an unknown amount of clear liquid leaked from under the right side of the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.